Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with suspected pocket infection. The patient experienced swelling and pain. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It further was reported that the initial haematoma resolved and there were no further signs of worsening wound. The ipg was functioning as programmed with no evident issues.